Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were issues uploading digital intercommunication of medicine (dicom) images from a disk. At first, the system would only display "no media detected" when trying to upload but after a long time, the disk was recognized. When trying to download the computed tomography (CT) scan, the system reported "transfer failed". The manufacturer representative (rep) noted that the CT had more than 1000 slices. The magnetic resonance imaging (MRI) download was successful but the the rep noted that the orientation was not preferred, possibly an issue with image protocol. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735991, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A13: applicable to issues uploading digital intercommunication of medicine (dicom) images from a disk, as well as the system displaying "no media detected" and "transfer failed". A1102: applicable to "no media detected" and "transfer failed" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.